Manufacturer narrative:
There was no patient involvement. Livanova deutschland manufactures the electrical venous occluder (evo). The event occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate. The service representative could not reproduce the reported failure. The device was working as expected. The customer informed the technician that the error message actually appeared intermittently. Livanova deutschland requested the device back for further investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Device not returned.

Event description:
Livanova deutschland received a report that a electrical venous occluder (evo) displayed an error message during cec. There was no patient involvement.

Manufacturer narrative:
The device has been disassembled and an internal visual inspection has been carried out. Several soldering joints on the circuit board were found to be cracked. These defects led to the reported malfunction.

Event description:
See initial.